Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. A request was made to obtain the device serial number and date of implant; however, no further information is available at this time. A device replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. A request was made to obtain the device serial number and date of implant; however, no further information is available at this time. A device replacement procedure was scheduled for a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. A request was made to obtain the device serial number, date of implant and request the return of the product; however, no further information is available at this time. If information is provided in the future, a supplemental report will be issued.